Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: n030005. Hours of operation: 2488 h. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The history files from 2024-05-08 to 2024-05-09 were investigated (specified date of the incident, given from the costumer). At 2024-05-08 06:50 pm a infusomat safe set line was inserted. Between 2024-05-08 06:51 pm and 2024-05-09 12:12 pm several infusions were started. The costumer used only the rate setting and no vtbi or time value. Furthermore, different rates were used. The costumer set a new rate of 106 ml/h at 10:38 pm. The costumer used that rate up to 2024-05-09 02:42 am. Then the rate was changed to 306 ml/h. During the infusions some upstream alarms were displayed (reason for these alarms could not be clarified). Furthermore, no anomalies could be detected inside the history files. The described event could not be detected at the specified time inside the history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,10%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: the costumer described the complaint action after 11:00 pm at 2024-05-08 with a rate of 306 ml/h. The costumer set a new rate of 106 ml/h at 10:38 pm. The costumer used that rate up to 2024-05-09 02:42 am. At 02:42 am the rate was changed to 306 ml/h.

Event description:
According to the complainant a patient underwent infusion of 100 milliliters (ml) metamizole was running at a rate of 306 milliliters an hour (ml/h) for 100 minutes. The administration should have been completed in about 20 minutes.